Manufacturer narrative:
Eua (B)(4). Investigation summary: the complaint investigation for false positive result when using the bd max sars-cov-2 reagents (ref# 44500301) lot 0154075 was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records indicated that the lot was manufactured according to specifications. Customer reported false positive results on two patient samples, it was positive n1 on run #97 but repeated negative on run #99. Samples were confirmed negative with other methods (seegene and genexpert). Customer provided runs #97 & #99 for analysis. Analysis of the curve in run #97 show an anomaly in fam fluorescence desk a reading, generating positive n1 results for all samples. This anomaly is characterized by a small drop in fluorescence at cycle 25 that triggered a bump in the corrected fluorescence results creating abnormal curves for all deck a results. This anomaly caused a false increase in fam endpoint, which gave n1 positive results. Curve in run#99 show a similar phenomenon with deck a, however with no impact on the results. There is no indication of an increase in complaints for false positive results for the bd sars-cov-2 lot 0154075. The root cause for the false positive result was identified as an anomaly in fluorescence for the fam channel in one of the instrument¿s deck (deck a). Bd suggests to have the bdmax instrument checked by a bd field service engineer. Bd cannot confirm the complaint on the reagent based on the investigation that was performed as bd was unable to reproduce the customer issue. No corrective and preventive action (CAPA) was initiated at this time since there is no indication that the reagent is defective.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system (eua(B)(4)) false positive results were obtained by the laboratory personnel. A confirmatory test was performed using a different test method and the results were negative. There is no indication that erroneous results were reported out and there was no report of patient impact.

Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system ((B)(4)) false positive results were obtained by the laboratory personnel. A confirmatory test was performed using a different test method and the results were negative. There is no indication that erroneous results were reported out and there was no report of patient impact.